Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider via a company representative stated that the ¿miss catalogued¿ concentration was due to a data error typo in the report provided by flowonix. The medication concentration was mistakenly recorded in milligram instead of micrograms. The most recent version of the sychromed system was used. The patient symptoms were resolved, and an intervention was not needed.

Manufacturer narrative:
Continuation of d10: product ID a810 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal compounded baclofen 4,000 mcg/ml at 1,100 mcg/day and fentanyl 75 mcg/ml at 28 mcg/day via an implanted pump for an unknown indication for use. It was reported that the patient experienced nausea, vomiting and diarrhea 7 days post operative. The patient went to the emergency room (ER ) and was diagnosed with an elevated white blood cell count (wbc) and was discharged. The patient felt it was related to the pump replacement and concerned that it was either an overdose or underdose based on spasticity change within the week. The patient thought it was the catheter, but the managing physician assistant made a correction with medication concentration and decreased the infusion rate. Diagnostics/troubleshooting performed included the patient went to the managing physician office to have the pump interrogated and changes were updated to reflect correct drug concentration and decreased infusion rate. The pump infusion rate decreased, and the drug concentration was changed. It was unknown if the issue was resolved at the time of this report. The patient was stable and following up with the managing physicians. It was further reported that the pump was replaced in 2019 with a flowonix. The flowonix pump was replaced with medtronic 20 ml on (B)(6) 2025. The patient noted the original catheter since 2002, but the pump connector was replaced from the flowonix connector to the 8596sc on (B)(6) 2025. The drug was transferred, and the catheter was aspirated, although the original length was unknown. The pump was programmed and the drug concentration for secondary drug was ¿mis catalogued¿. The implanting physician reviewed and updated the pump.